Manufacturer narrative:
The reported event was confirmed based on the functional testing and archive data review of the autopulse platform (sn (B)(4)). The root cause is due to a defective load cell. The archive data was reviewed and contained a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. Functional testing of the platform during initial power up revealed a ua 7 error message on the display screen. A load characterization test was performed and indicated that load cell module 2 was defective. Additionally, visual inspection of the platform found damage on the front cover and the encoder drive shaft does not rotate smoothly. The platform's front and bottom covers were removed and corrosion and fluid ingress were observed on the metalized coating inside the top cover. Fluid ingress was also observed to have entered the front grille and spread throughout the interior of the platform. These observations were unrelated to the complaint. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The autopulse platform is a reusable device and was manufactured in 03 aug 2015. The death was not related to the autopulse device. The autopulse is used as an adjunct procedure to manual CPR in cases of clinical death. If the autopulse unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, autopulse displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large), which is a protective features that are designed to prevent compression when patient is not properly aligned with the device. Manual CPR was immediately performed. Changing from the autopulse to manual CPR is quick, the patient's outcome was not negatively impacted by the interruption. The cause of death is likely to be the patient's underlying clinical condition of un-witnessed, non-shockable cardiac arrest. Mortality of out-of-hospital cardiac arrest (ohca) is high. Death is an expected outcome for ohca.

Event description:
It was reported that the emergency crew responding to a cardiac arrest patient used the autopulse platform (sn (B)(4)) to perform compressions and observed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message on the display screen. According to the information, the platform performed compressions for an unspecified amount of time prior to the reported ua 7 error message and manual CPR was immediately performed. The length of delay was unable to be specified. The patient was transported to the hospital and the amount of time manual CPR was performed on the patient was unable to be provided. The patient did not achieve a return of spontaneous circulation and was pronounced by the doctor upon arrival at the hospital. The customer stated that the patient's outcome was not attributed to the device as manual CPR was emergently performed. No issues were observed during shift check and deployment state. No further information was provided.